Event description:
It was reported that the patient presented in clinic for the routine follow up. Upon interrogation, it was noted that there is no audible notifier heard from the pacemaker during test. No programming changes were made. The patient was stable throughout.